Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases, red particles material was found on the shell and underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported rupture of the right device, pain in the right breast. Medical report stated: pain which pulls into the axilla,and silicone material with evidence of foam cells. Further reported was fatigue, fibromyalgia, rheumatism, and "increased sweating in axilla" which have been deemed not related to the device. The device was explanted and not replaced; capsulectomy performed.

Event description:
Health professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.